Manufacturer narrative:
The customer declined ge healthcare service repair.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the adjustable pressure limiting valve was broken causing a loss of manual ventilation. There was no report of patient involvement.